Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's device was t wave oversensing. The patient was reported to be in stable condition. No further information was available.

Event description:
New information noted that no programming changes were made.